Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provided higher than expected readings. They had to contact donor to administrate fe and special food to compensate the injury (blood extraction). No serious patient consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. The sensor life has expired all of the allotted spot check measurements have been used. External visual inspection showed no damage. The sensor passed continuity testing, no short or open was detected and no intermittent short or open was detected when the sensor is manipulated. Accuracy testing could not be performed as the sensor life has expired. When connected to a monitor a "please replace sensor" error is displayed which is consistent with a sensor with no additional spot check measurements remaining. Brand name updated from rainbow dci-mini sc-200 to rainbow dci-mini sc-1000. Model # updated from 3797 to 3799. Catalog # updated from 3797 to 3799.

Event description:
The customer reported the device provided higher than expected readings. They had to contact donor to administrate and special food to compensate the injury (blood extraction). No serious patient consequences reported.